Event description:
It was reported that the device was used during an unknown procedure. The clips were malformed after firing the device. Unknown how the case was completed. There was no consequence to the pt.